Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported the patient expressed discomfort and fatigue, stating the device settings need to be looked at. The rate response settings were adjusted. The device remains in use. No further patient complications were reported as a result of this event.